Event description:
It was reported that during check up one day post implant, a sense test could not be performed even though there were good sized p wave. Issue was not resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.